Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The root cause was the ECG cable was pulled from the strain relief, severing all wires in the cable. The root cause for the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.